Manufacturer narrative:
Various troubleshooting efforts were made between merge healthcare and the customer over the phone and through remote access that included the replacement of ten (10) pieces of hardware to resolve the customer's reported issue. Two (2) other events occurred from the same problem and will be reported to the FDA, MDR #2183926-2017-00008 ((B)(4)) and MDR # 2183926-2017-00009 ((B)(4)). When none of the replacement hardware corrected the issue, merge healthcare went to the site to perform in-person troubleshooting efforts. It was found that the hemo monitor had either a faulty pci serial lava card or rs-232 to rs-420 conversion card. A replacement hemo monitor was installed. On (B)(6) 2017, merge healthcare observed while the medical staff performed four (4) diagnostic cases in the lab that had the problems. All of the procedures were completed successfully without incident. The customer confirmed that no further issues have been encountered since (B)(6) 2017.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On december 16, 2016, a customer reported to merge healthcare that problems were experienced with the hemo monitor freezing at the beginning of the procedure. Subsequently, the patient was moved to another lab after sedation and active monitoring had been started. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could cause harm to the patient. However, the customer reported that the procedure was completed successfully once the patient was moved to another lab. (B)(4).